Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported that patient came late in school and not feeling well and his blood glucose was 133 mg/dl. Customer stated the insulin pump would not turn on; they changed the battery and got a blank screen and turn back on later. The nurse stated there was an alarm but did not have the alarm information. The customer was educated how to go through the alarm history and to call us back to troubleshoot. No further information provided.